Event description:
This is filed to report the recurrent mitral regurgitation. It was reported the mitraclip procedure was performed on (B)(6) 2022, to treat grade 4 degenerative mitral regurgitation (mr). The clip was implanted, reducing mr from 4 to 1. On (B)(6) 2022, prior to discharging the patient, transesophageal echocardiography was performed. Mr increased to 2. The implanted clip remained secure and there was no injury related to the implanted clip. A second mitraclip procedure was performed on (B)(6) 2022. One clip was implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.